Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test.". The patient's medical history included broken leg, webbed fingers, multigravida, parity 3, abortion and miscarriage. Concurrent conditions included ovarian cyst, uterine fibroids, dysmenorrhea, uterine bleeding, hydrosalpinx and migraine. Concomitant products included paracetamol (tylenol extra strength). On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced pelvic pain ("pelvic pain / pain/ lower pelvic pain") and migraine ("migrain/headache"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and migraine outcome was unknown. The reporter considered device dislocation, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy notes : last abortion date as per pfs is 2013. Date of insertion: (B)(6) 2013 (discrepancy noted). Lot number: b09708, manufacturing date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter's information and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain/ lower pelvic pain") and migraine ("migraine/headache"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and migraine outcome was unknown. The reporter considered device dislocation, migraine and pelvic pain to be related to essure. Lot number: b09708, manufacturing date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain") and migraine ("migrain/headache"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and migraine outcome was unknown. The reporter considered device dislocation, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain/ lower pelvic pain") and migraine ("migraine/headache"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and migraine outcome was unknown. The reporter considered device dislocation, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: pfs received. Event added: plaintiff did not undergo essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. B09708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain") and migraine ("migraine/ headache"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and migraine outcome was unknown. The reporter considered device dislocation, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-mar-2020: pfs received: new reporter, date of birth, lot number were added. Event injury was replaced by pelvic pain / pain, migraine/ headache and migration of essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.